Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) functional testing confirmed the reported eri. Further testing determined a high current drain that was caused by a low voltage controller integrated circuit (ic). The root cause could not be determined because the ic was damaged during further analysis.